Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, broken belt clip slot at battery tube threads area, broken battery tube threads, cracked case at display window corner, minor scratched lcd window and stained address/serial number label. Unit passed the displacement test. The test reservoir and infusion set does not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the top of the reservoir compartment broke off. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.